Event description:
The customer reported that an 840 ventilator had a loss of communication errors. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone and recommended to replace the graphical use interface (gui) to breath delivery (bd) cable. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).